Event description:
The event is reported as: prior to the product being used on a patient, the suture detached easily from the needle. No patient injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.